Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument no longer coagulated. The customer used backup instrument to continue with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage or arcing. No injuries or adverse events during or after the procedure were reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additionally, the instrument was found to have a retracted insulation of conductor wire bipolar. The insulation came-off from the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument passed electrical continuity test. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.066¿ to 0.295¿ in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the initial findings were confirmed. The instrument was confirmed to have retracted insulation of the conductor wire.